Event description:
It was reported thatt the device had error 44000. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Primary problem was verified with functional testing. Device was found to be displaying "44000" error code alarm message on power up during investigation. No software applications installed into the device causes the issue. Installed software applications to correct the issue. The device passed all functional tests after the repair.